Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided section b3 - date of event: exact date does not apply, within the first 10 days after implantation on the (B)(6) 2023. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation., because it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that symptoms suggestive of endophthalmitis developed on postoperative day 10. There was no subjective decrease in the visual acuity, and the symptoms improved with topical administration of antibiotics (drug name unknown). The physician considered that the lens was the source of endophthalmitis. The lens remains implanted and no further details were provided.